Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity).this occurred during power up in the medicine a department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Functional testing and a review of the event history log were performed and did not identify any issues related to the customer reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, 'system error 345' was reproduced. A review of the event history log revealed ¿system error 345¿ messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be downstream thermistor failure. Force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.